Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) noted. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.